Event description:
On (B)(6) 2010, the pt was implanted with a scs system. On (B)(6) 2010, the pt complained of headaches and a tugging feeling whenever she moved her head. The pt's husband observed that the incision site had opened up and the leads were visible through a hole in her neck. The pt was instructed to go to the ER, where the wound was cleaned and bandaged. The pt was prescribed oral antibiotics as a precaution. On (B)(6) 2010, the pt's leads were explanted. The dr plans to re-implant the pt at a later date.

Manufacturer narrative:
Eval: method - device history and sterilization records were reviewed. Results -the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion -the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.